Event description:
It was reported that the alarm sounds when the cassette is about to come off. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in regards to the reported event. All labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, the alarm before the "no disposable" alarm occurred was not recorded, so it could not be confirmed. A function test was completed, and the reported problem was unable to be replicated. As a preventative maintenance, the downstream and upstream sensors were replaced, and upstream sensor was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.